Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the hemostatic valves due to the prolonged insertion of the dilator. Microscopic inspection of the hemostatic valve identified that the outer valve was torn, and that the valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Additionally, boston scientific identified a code of cause traced to transport/storage for the secondary finding of hemostatic valve deformation.

Event description:
It was reported that during the cavo tricuspid isthmus and pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that pre-mapping of left atrium was done with non-boston scientific device. When exchanging non-boston scientific device for farawave, air was continuously aspirated from faradrive. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. It was further reported that the guidewire was in the left superior pulmonary vein while exchanging catheters through sheath. A pressure bag was used for irrigation; appropriate pressure levels were verified during troubleshooting. The bubbles were observed excessively in the syringe during aspiration.

Event description:
It was reported that during the cavo tricuspid isthmus and pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that pre-mapping of left atrium was done with non-boston scientific device. When exchanging non-boston scientific device for farawave, air was continuously aspirated from faradrive. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the cavo tricuspid isthmus and pulmonary vein isolation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that pre-mapping of left atrium was done with non-boston scientific device. When exchanging non-boston scientific device for farawave, air was continuously aspirated from faradrive. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the guidewire was in the left superior pulmonary vein while exchanging catheters through sheath. A pressure bag was used for irrigation; appropriate pressure levels were verified during troubleshooting. The bubbles were observed excessively in the syringe during aspiration.